Event description:
It was reported that during un-packaging of the 4.0 x 28 mm xience prime stent delivery system (sds), it was observed that the stent strut was flared. The sds was not used in the anatomy. A new device was used. There was no clinically significant delay in the procedure reported. Returned device analysis found that two stent struts were fractured at the distal end, and stretched distally. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Returned device analysis found that two stent struts were fractured at the distal end, and stretched distally. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.